Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp had a cannula kink. During insertion there were no issues placing the pump into the groin or across the valve. It is unknow what caused the kink. The pump was replaced due to kinked cannula. No injury or patient harm was noted.